Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 85% stenosis, in the mid left anterior descending (lad) artery. The 2.75 x 08 mm nc voyager balloon catheter was advanced for post-dilatation; however, a balloon rupture occurred during second inflation at 18 atmospheres. A second 2.75 x 08 mm nc voyager balloon catheter was used successfully to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.